Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with 5 proglide devices using the pre-close technique via a 6f sheath prior to an endovascular abdominal aneurysm repair (evar) interventional procedure. All five proglide devices were successfully prepped with saline prior to use. Reportedly, there was no visible bleed back from the marker lumen of the first proglide device. The proglide device was removed and flushed outside of the anatomy with no success. After the second proglide device was rotated to the 10 o'clock position, the foot plate could not retract. A nick-and-spread was performed to remove the proglide device. The suture of a third proglide device was successfully pre-placed. A suture break occurred with the fourth proglide device. The suture of a fifth proglide device was successfully pre-placed. The sheath was up-sized to a 9f and the evar procedure was completed. Approximately 5 minutes after the procedure was completed with the two successfully prep-placed sutures, the patient's groin was noted to be pulsing. An ultrasound and fluoroscope were performed and a scrotal hematoma was discovered. A cut-down was performed and it was visible that the sutures of the proglide devices had not grabbed the vessel wall. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. Reportedly, the device was pre-flushed with saline prior to the procedure, which indicates there was no blockage in the lumen before insertion into the anatomy. In this case, it is possible that under insertion of the device contributed to the reported no pulsatile flow from the marker lumen. The treatment appears to be related to the circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.